Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the probe rubber on the ultrasonic gastrovideoscope was peeled, leaving the core exposed. There was no patient involvement.